Manufacturer narrative:
This supplemental report is being submitted to provide investigation information. In this case, the root cause can not be determined for siemens service was not requested. There are no logs or parts available to further investigate. The customer reported they resolved the issue themselves. Reference# (B)(4).

Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference # (B)(4).

Event description:
System hangup issue. This occurred while the medical staff was performing cardiac surgery on patients. After anesthesia was administered an the esophageal ultrasound probe installed, the ultrasound machine would frequently crash during use. The system was replaced with a difference ultrasound machine to completed the esophageal evaluation. There were no injuries.